Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was postponed. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was experiencing intermittent stand motion failures. Troubleshooting and review of the system log files identified a stand motion error. The fse performed a stand calibration and performed functional tests. After the calibration was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.